Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The motor passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. During troubleshooting; the customer reported he was hospitalized. Blood glucose was 423 mg/dl. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Customer declined to provide information on the hospitalization. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing. No excessive no delivery or motor error alarms were noted during testing. Unable to perform the motor test. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.